Manufacturer narrative:
The reason for this revision surgery was the disassociation of the metal-metal acetabular liner assembly, which consists of a poly liner component and a cocr inlay, after 7 years, 10 months in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed (B)(4) non-conforming material reports (nmr) associated with this product. (B)(4) were oversized for the ø2.205" +.010"/-.005" dimension. The parts were accepted to use-as-is by the material review board (mrb). This dimension is exterior to the shell and represents the finished spherical diameter of the porous coating. This nonconformance would not have resulted in the current complaint, since the metal/metal liner interfaces only with interior features of the acetabular shell. The dhrs for these three products evidence that all critical dimensions and specifications were met when released from djo surgical. The only exception would be the porous coating spherical diameter on certain units from the acetabular shell lot, however this would not have played a role in the current complaint. It is also worth noting that the tolerance on this dimension has since been expanded, and these units would conform to today's specification for the part number 430-03-056 acetabular shell. The product complaint report history shows there are (B)(4) prior complaints against the part number 430-03-056 acetabular shell. None of these prior complaints is related to a liner disassociating. This is the first complaint for lot 53800574. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The DHR evidences that all relevant critical dimensions and specifications were met when released from djo surgical, there is no recent increase in the incidence of metal-metal liner disassociation (which remains a rarity), and the revision surgery was completed as intended.

Event description:
Revision surgery - the metal-on-metal liner became disassociated; cause of poly lysis. No metal lysis noted.